Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("passing clots") in a 34-year-old female patient who had essure (batch no. C35384) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the right tube was occluded. The left tube was not, it was still patent/device ineffective". The patient's past medical history included dvt. Concurrent conditions included morbid obesity, drug allergy and penicillin allergy. In 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), nausea ("nausea"), fatigue ("fatigue") and flank pain ("side pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, nausea, fatigue and flank pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cystitis, fallopian tube perforation, fatigue, flank pain, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were reported via medical records:pregnancy with contraceptive device and abortion spontaneous. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number,reporter information, patient details, other relevant history, lab data, product information and events : perforation (fallopian tube(s), pregnant with essure micro-insert, passing clots, abnormal bleeding (vaginal), menorrhagia, infection bladder, infection urinary tract, vaginal infection, nausea, fatigue, side pain, device ineffective (the right tube was occluded were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("passing clots") in a 34-year-old female patient who had essure (batch no. C35384) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the right tube was occluded. The left tube was not, it was still patent/device ineffective". The patient's past medical history included dvt. Concurrent conditions included morbid obesity, drug allergy and penicillin allergy. In 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), nausea ("nausea"), fatigue ("fatigue") and flank pain ("side pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, nausea, fatigue and flank pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cystitis, fallopian tube perforation, fatigue, flank pain, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were reported via medical records:pregnancy with contraceptive device and abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)"), device dislocation ("coil was missing and the wanted surgery"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("passing clots") in a 34-year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he said that one of the springs had sprung more than he had ever seen and he wanted to keep an eye on it" and device ineffective "the right tube was occluded. The left tube was not, it was still patent/device ineffective". The patient's past medical history included dvt. Concurrent conditions included morbid obesity, drug allergy and penicillin allergy. In 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2018, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), nausea ("nausea"), fatigue ("fatigue"), flank pain ("side pain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type : yeast"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, vaginal haemorrhage, nausea and flank pain outcome was unknown and the pelvic pain, menorrhagia, cystitis, urinary tract infection, vaginal infection, fatigue and vulvovaginal mycotic infection had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cystitis, device dislocation, fallopian tube perforation, fatigue, flank pain, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: perforation (fallopian tube) pregnancy test urine - on an unknown date: negative . Concerning the injuries reported in this case, the following ones were reported via medical records:pregnancy with contraceptive device and abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Event yeast infection & device dislocation , device physical property issue.were added. Event outcome & lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the perforation, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.